Event description:
Event description guidant received information that during an elective replacement procedure, this chronic implantable endocardial lead was found to have a possible fracture near the pin of the rate/sense leg. There was no report of abnormal lead measurements during interrogations in the past.